Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation three days post implant, which was confirmed by computerized tomography (CT). The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.